Event description:
Information received by medtronic indicated that the insulin pump had dropped and has a crack on screen and on the back and it was not working. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Event date: (B)(6) 2021. The customer reported that the insulin pump had a crack on the screen and on the back. The insulin pump was received with a cracked battery tube threads, a cracked lcd window, a scratched case, a cracked case at the display window corner, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found corrosion on the electronic assembly. Corrosion was also found on the battery tube, motor and vibrator assembly. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to corrosion on the electronic assembly. The insulin pump was received with a cracked lcd window, a cracked case at the display window corner, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump had a blank display due to corrosion on the electronic assembly. Corrosion was also found on the battery tube, motor and vibrator assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.